Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2b: medical device type or (product code): jka. Investigation summary: bd received 10 samples for investigation. These samples underwent functional tests, using 10 tubes per needle to assess the device's functionality. All samples passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was side sleeve piercing, which caused blood to leak into the hub. No patient impact reported.